Manufacturer narrative:
(B)(4).

Event description:
An unknown mechanical heart valve was implanted on an unknown date. Reportedly, the valve was explanted due to thrombosis and complicated coagulation of the patient and replaced with an unknown valve.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 23 mm masters series valve was implanted. On (B)(6) 2016, the patient presented with dyspnea. Hemolysis as well as an increasing pressure gradient above the aortic valve (confirmed by echocardiography) and signs of a marked aortic valve stenosis were noted. On (B)(6) 2016, the valve was explanted and replaced with another 23 mm masters series valve. The patient had a suspected coagulation disorder that may have led to the left-ventricular thrombus-like structure which was found post-implantation and successfully removed. The patient is reported to be stable. Although the valve was not returned to abbott for analysis, a copy of the device analysis report performed by the hospital confirmed the following: ¿the valve looked externally intact, with only a dent on the upper edge of the housing, probably caused by the tool used during explantation. The inspection of the hinge areas, after rinsing the valve with saline solution, as a potential damage area provided no evidence of abnormalities on the inner parts of the hinges. A small, stationary thrombotic deposit was seen on the ventricular side of one of the hinges.¿